Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal coronary angioplasty procedure. Reportedly, when advancing the knot using the knot pusher, the suture broke. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number. Evaluation summary: analysis was performed on the returned device. The reported suture detachment was not confirmed as the device was returned with no suture separation observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event and subsequent treatment appears to be related to interaction with the patient calcification due to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.